Manufacturer narrative:
Submit date:07/01/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports flakes coming from the x-ray gauze when being utilized.

Manufacturer narrative:
Submit date: 08/17/16. A device history record review of the reported lot confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples returned, however one photo was submitted for evaluation. Based on the photo, there appeared to be flakes of small fabric from the sponge caused by linting. Based on the investigation and analysis, the root cause was identified as an occurrence during the production process when the gauze roll is slit by first crushing then cutting the roll which generates some tiny fraying on the cut edge of the slit roll. The actions taken by the suppliers are to improve the cutting and folding method. The reported lot number was produced prior to the corrective actions taken. This complaint will be used for trending purpose.